Manufacturer narrative:
The device is being evaluated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the patient therapy controller (ptc) may have been damaged during a tornado, and that the refill dates frequently changed after the tornado. The patient noted that she was not receiving adequate pain relief. The device was returned for evaluation.

Manufacturer narrative:
Device evaluation: the device was subjected to external and internal visual examinations, as well as, functional testing. The device operated per specification. Based on the results of the investigation, the reported tornado damage could not be confirmed. (B)(4).